Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. Additional provocative testing was performed and noise was no longer able to be reproduced. The patient was in stable condition.